Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Unfortunately, the edwards device was not returned. Without return of the device, the reported event cannot be confirmed. No further actions are possible at this time. Explants of rings at sometime during a postoperative period are typically performed for a failed valvuloplasty repair. Although these typically do not represent a malfunction of the annuloplasty ring, they do require reoperation. In this case, the patient developed recurrent tricuspid insufficiency; therefore, it was elected to replace the patient's tricuspid valve.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 7 years. Through follow-up with the health-care provider, it was learned that the prosthetic ring was explanted due to tricuspid valve insufficiency. Tee revealed moderate-to-severe tricuspid insufficiency. Operative report indicates a severely leaking tricuspid valve. "The tricuspid valve was difficult to visualize easily but there was a moderately severe tricuspid regurgitation that appeared to be directed from the septum laterally. There was no evidence of thickening of the leaflets and no calcification of the leaflets." The surgeon then took out the previous ring and replaced it with another edwards bioprosthesis.